Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed sensor error. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the needle was stuck in the sensor hub and was missing the filament. Customer had sensor glucose and blood glucose differences with threshold suspend. Customer indicated that at one point, the sensor glucose was off by a 70 -140 point difference but the sensor and blood glucose values were not given.

Manufacturer narrative:
Sensor performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and the transmitter was flashing while connected to the sensor. The sensor functioned properly. Unable to perform or reproduce skin irritation in lab. Also performed visual inspection and found 1 of3 sensors with cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used. Missing 3 needles.